Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the healthcare provider (hcp) thought that the lead was pressing on a nerve, and chose to remove it. No further complications were reported or anticipated.

Manufacturer narrative:
Correction was missing (B)(4) on the previous regulatory report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a160, serial/lot #: (B)(4), ubd: (B)(6) 2021, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and head/neck (non-malignant) via a manufacturer¿s representative (rep). The rep reported that the patient had a lead placed on the trigeminal ganglion for atypical facial pain, along with an infraorbital lead. The rep reported that the hcp stated that the patient called the clinic in early march complaining of increased facial pain. The rep reported that at that point, the hcp made the decision to remove the trigeminal lead and leave the infraorbital lead in placed. The rep reported that they were not requested to be there for that procedure. There were no known factors that could have led to the issue. The rep reported that as far as they knew the patient was doing fine. The issue was resolved at the time of this report. No further complications were reported.